Event description:
(Maude report) (B)(4). It was reported that when the surgeon was placing a screw into an anterior cervical plate he immediately noticed that a shard of metal was coming away from the implants. Once the screw was in place, he removed the shard. This report is for an unknown screw. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.